Event description:
The patient had generator replacement surgery due to premature battery depletion. The explanted generator has not been received to date.

Event description:
It was reported that the patient's device was showing 25% battery earlier than expected. The device settings were not extremely high, so the physician believed that the battery was depleting too quickly. The device history record was reviewed, and it showed that the device passed all specifications prior to release. The device was also laser-routed during manufacturing. Data from the generator was reviewed, which showed that the battery voltage was dropping more quickly than expected as compared to the amount of charge that had been consumed. This was most likely related to the laser-routing process during manufacturing, which is known to leave debris on the edge of the printed circuit board, thus providing a leakage path for current from the battery. The patient was referred for generator replacement surgery due to battery depletion, but no surgery has occurred to date.

Event description:
The explanted generator was received. Analysis is underway but has not been completed to date.

Event description:
The reported premature end of life indicator was duplicated in the lab. During the bench interrogation, the pulse generator interrogated at a distance of one and one-quarter inches (spacer block) between the pulse generator and the programming wand, the pulsedisabled and eos warnings were set. The battery was removed. The printed circuit board assembly (pcba) was subjected to a postburn electrical test and results show that the pcba failed several electrical tests. Fine grit sandpaper and isopropyl alcohol were used for the removal of the observed contaminates from the trimmed edge of the pcba. After the trimmed edge of the pcba was cleaned, a postburn electrical test was performed and device passed the previously failed tests. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation.